Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. A device software download was successfully performed and the programmed parameters were reset. The patient would be monitored normally.